Event description:
The sheath kinked and the dr was unable to aspirate blood from the inner lumen. The catheter was removed and a second intra aortic balloon was inserted. (Event complications: unk-reported 6/25/98.) (Pt's current status: unk-rpt'd 6/25/98.)